Manufacturer narrative:
Syncardia has completed its eval of this complaint and is closing this file.

Event description:
Customer in (B) (6), reported that css console #14 exhibited "leaky pilot valve" alarms, and the monitoring computer froze while supporting a pt. The pt was switched to a backup css console. There was no pt impact. Css console #14 was evaluated on site by a syncardia clinical support representative. He reported that he adjusted the pilot pressure regulator, pursuant to the instructions in the css console user's manual, to within the allowable range. Regulated pilot pressure is a function of inlet air pressure, and may require adjustment depending upon inlet air variation present in the hospital air supply system. He also adjusted the monitoring computer software settings and recalibrated the validyne card. After recalibration, the "leaky pilot valve" alarms revolved, the monitoring computer functioned as intended, and the css console successfully passed a console test validation protocol. No parts were replaced. This alleged failure mode posed a low risk to the pt, because it did not prevent the css console from performing its life-sustaining functions.